Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead could not be placed at implant attempt. There was high impedance, and the helix did not appear to deploy on fluoroscopy upon rotation. The lead was not implanted. No patient complications have been reported as a result of this event.